Event description:
The consumer used the product on her lower back for three to four hours. When she removed the product, she did not notice anything at the time. When she got in the shower, she felt pain from blisters which developed in the area. She described the area as having various shaped spots which are bleeding and oozing. Her doctor diagnosed a second degree burn, was prescribed silver sulfadiazine and given a tetanus shot.

Manufacturer narrative:
The consumer may have used the product off-label by putting pressure on the product while wearing. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.